Event description:
It was reported that the device was at eri (elective replacement indicator) with a battery impedance of less than 100 ohms. No output, no sensing, and no pacing were also reported. The lead monitor tripped to unipolar. Unacceptable thresholds measured through device, sensing difficulty, and no capture were reported on the lead. The patient did not have any symptomatic episodes. Both the ipg and lead were explanted because it was unclear at the time what was causing the events. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold.evaluation summary: device no anomalies found; full lead returned for analysis. Device: preliminary analysis confirmed the reported condition along with a no telemetry condition. Further analysis determined this was due to an current drain caused by a capacitor that is responsible for filtering out noise frequencies.